Event description:
The pt underwent surgery with the t2 ph nail. On (B)(6) 2010, when the surgeon confirmed x-ray, it was found that the second screw from the proximal nail backed out. The surgeon is not planning to removing the nail yet. The surgeon is monitoring for the pt.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.